Manufacturer narrative:
The rapid infuser was returned to belmont for investigation and was tested using our standard operating procedures. Upon receipt, it was identified that several transistors on the driver boards were damaged, which caused the system circuit breaker to trip and prevented the unit from powering up. We were unable to determine the root cause of the damaged transistors. The operator's manual provides ac input voltage requirements and instructs the user, "plug the system power cord into a dedicated-grounded, 3-prong, 20 amp, ac receptacle. Do not use an adaptor for ungrounded outlets." The manufacturing records for this rapid infuser were reviewed and no anomalies were identified. No patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature and take further action if required. Should additional information become available, a supplemental report will be provided.

Event description:
Belmont medical technologies received a report from the biomed at the user facility that the rapid infuser, ri-2 shut down after infusing three units of fluid, and was unable to power back on.